Event description:
User facility voluntary medwatch received that stated, "found rate on plum pump @ 10 units per hour instead of 1000 per hour." Upon further query the following information was provided: at an unspecified time, the pump was programmed to deliver an unspecified concentration of heparin, and the delivery was started. No specific programming parameters were provided. After approximately 1 to 1-1/2 hours, the nurse noted that the heparin was being delivered at 10u/hr instead of the intended 1000u/hr. There were no reported adverse patient effects. The device was removed from clinical service. Therapy was resumed using a replacement device. Though requested, no additional information was provided.